Manufacturer narrative:
The unit was received with no button response due to flattened act keypad trace. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window. Unable to performed functional test due to keypad anomaly. Unable to verify the iop test failure alarm due to keypad anomaly. Keypad connector was found close properly during visual inspection.

Event description:
It was reported via phone call that the insulin pump alarmed iop test failure. The patient's blood glucose at the time of incident is unknown. The device settings remained in the insulin pump. A normal bolus was programmed in the insulin pump and recorded properly in the bolus history. However, the insulin pump was returned for analysis.